Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that ps1 needed 5 volts adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was not taking 3d spins. The site restarted the system and then were able to acquire one spin, but were not able to take the second. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
The powers supply was returned to the manufacturer for analysis. Analysis found that the ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer. Bench test failed. 5.248vdc was recorded higher than normal and out of range before testing. It was adjusted to 5.143vdc and passed. Stability of voltage was achieved over a period of 38.54 minutes. 3d and 2d images were then acquired successfully. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.